Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was received in two pieces. An external abrasion caused by friction to ICD was found at 16.0-16.5cm from the connector pin. Another external abrasion was found at 10.0-10.5cm from the distal tip; this abrasion was consistent with friction to another implanted device. The etfe coating was normal at these two locations.

Event description:
We were later informed that the patient received several shocks from his device and was transported to the hospital. During transport, the patient was in severe pain and then, he became unresponsive, had seizure-like activity, and became pulseless and apneic. EKG showed vf which remained during resuscitative efforts. The information received noted that the patient was pronounced dead at the ER.

Event description:
It was reported that the patient thought he may have pinched the area where the lead is implanted. Pacing lead impedance measurements had been steadily increasing since then. The capture threshold was also high. Iso metrics and positional testing delivered therapy without problem.